Event description:
It was reported that an infusion administration set was involved in a leak incident. This occurred during patient connection for an infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation contaminated with blood. Visual inspection did not identify any leak or crack. Functional testing was unable to be performed due to the condition of the sample. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.